Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. The customer's blood glucose (bg) level ranged from ¿high¿ to 900 mg/dl. As a result of the high bg, customer fell multiple times, causing injury. Paramedics were called and administered a manual injection of insulin to address high bg. Customer was transported to the emergency room and was subsequently admitted to the intensive care unit with diabetic ketoacidosis and high ketones that a healthcare provider determined to be life threatening. Customer was treated with intravenous fluids of saline and insulin and was discharged from the hospital on (B)(6) 2023 with no permanent damage and the issue resolved.